Manufacturer narrative:
Bd awareness date was reported incorrectly. The correct awareness date was (B)(6) 2017. Investigation: DHR review for batch 6270803 (p/n305916): manufacturing dates: 11/06/2016 11/07/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6270803 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose safety glide needle and three sealed packaged safety glide needles were received by bd canaan and confirmed to be from batch #6270803 (p/n 305916). The loose needle was labeled as defective and evaluated. The needle did not have any visual defects. The needle was then attached to a new unused standard bd 5ml ll syringe. Fluid was drawn into syringe and expelled without issue. No leakage was observed. According to problem description, it appears the issue was with the compatibility of the device the needle was being attached to. Based on the sample evaluation, no defect can be confirmed with the needle. Unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that the 25 g x 1 in. Bd safetyglide" needle was loose and the liquid leaked during use. There was no report of exposure, injury or medical intervention.